Event description:
It was reported that during a follow-up, pacing lead impedance measurements decreased slowly since (B)(6) 2008. Noise was not reproducible with arm movements and pocket manipulation. X-ray was inconclusive. The sense/pace portion of the lead will be capped and replaced in the next month.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.